Manufacturer narrative:
H.6. Investigation summary: material #: 364305 lot/batch #: 3146516. Bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to tube damage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube damage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to using bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, the cap is cracked. No patient impact reported.